Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a percutaneous mitral valve clipping procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to 22f and the procedure was completed. Reportedly post procedure, when tightening the suture of the second proglide device, the suture slipped off as it had not been successfully placed onto the vessel wall during pre-placement due to the patient¿s severe calcification. A new proglide device was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.